Event description:
It was reported that the ventilator unintentionally went into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator unintentionally went into standby mode. The field service engineer replaced the standby valve and returned it for further inspection. The compressor passed all functional tests after repair and was returned to the customer for clinical use. The standby valve was investigated by the return department. It was tested for 2 x 8 hours in the reference compressor without any deficiency noted. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, ventilator alarms for low air supply pressure and high o2 concentration may appear. Additionally, if no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion is that the customers problem could not be reproduced during the investigation. No malfunction was found with the returned stand by valve.

Event description:
Manufacturer's ref #: (B)(4).